Event description:
User facility reported the nurse was removing the autoshield needle from the insulin pen after use and was punctured by an exposed needle. Injury report has been filed with employee health and bloodborne exposure protocol is being followed.

Manufacturer narrative:
Supplemental report will be submitted when manufacturing investigation becomes available. Evaluation summary: issue: injury needle stick. Regulatory compliance received one (1) used 29g x 8mm autoshield pen needle with no outer cover which customer claims: after use, the nurse was removing the autoshield needle from the insulin pen and was punctured by an exposed needle. The returned product was evaluated and the following was observed during examination: only one metal tab was engaged, however, it was not properly engaged. The other two metal tabs were not engaged. Exposed cannula was also observed. Confirmed defect. Product forwarded to manufacturing for further investigation. Unable to perform complaint history check; lot number is unknown.